Event description:
On (B)(4) 2015, the reporter contacted lifescan (B)(4), alleging inaccurately high results obtained on the subject meter of "279, 236 and 247 mg/dl" compared with "90, 57 and 64 mg/dl" on another meter (contour). The time difference was not provided. This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.